Manufacturer narrative:
Insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Low battery alarm confirmed in the format history file and then power management parameters graph confirmed power error alarm was triggered when backup battery loaded voltage was less than 3.5v for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. The insulin pump was received with cracked keypad overlay at select button, fading serial number label, scratched case and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed low battery. It was reported that the customer used new batteries. It was reported that a new battery cap was sent but battery issue occurred. Replace battery now alarm was received. It was reported that new batteries were used and battery cap was in okay shape. The insulin pump was returned for analysis.